Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side implant rupture. Device has been explanted and replaced.

Event description:
Physician reported left side implant rupture. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5a, b3, b5, b6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported left side implant rupture. Device has been explanted and replaced with non allergan device.